Manufacturer narrative:
Qn#(B)(4). The reported complaint of "inflation issue - info not provided" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "the cuff would not inflate". The issue was identified prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the cuff would not inflate." The issue was identified prior to use on a patient during inspection/functional testing.